Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency department due to experiencing syncope. A device check was done and it was observed that the right atrial (ra) lead exhibited oversensing due to noise on the electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.